Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 4 of 5. The patient was connected at the time of the alarm. The baxter technical service representative (tsr) explained the alarm and per the caregiver, unused lines were open. The tsr explained and cycled power to a se 2367. It was unknown how the home patient (hp) would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.